Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected very variable and rising shock impedance. Additionally, it was reported that the device also exhibited far-field r-wave oversensing. Technical services (ts) was consulted and confirmed recently (since may 2024) there has been a lot of variety in shock impedance measurements with peaks up to 139 ohms. There is no sign of noise on the stored electrograms (egms). It was noted there is also an increase in thoracic impedance over the same time period, but other trends are stable. Ts recommended an inquiry into possible changes in the patient's clinical condition. Regarding the oversensing, ts confirmed the first evidence of this was during an atrial tachy response (atr) episode in february 2024. There was a reduction in atrial sensed amplitude before the oversensing occurred. Ts provided possible programming recommendations. No adverse patient effects were reported. This crt-remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.